Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was sticking and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the up arrow keypad button sticking and requiring multiple button presses was not able to be duplicated during investigation; all buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button was torn with a small hole at the center of the button. The audio bolus button responded appropriately to button presses. Also unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.